Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose level was 540 mg/dl. The customer was treated with manual injection for high blood glucose. The customer also reported that the insulin pump did not receive a low battery alert prior to the off no power alert. Customer stated they wasted lot of batteries because insulin pump asking for replace the battery. Customer also stated that they clear the alarm still getting the battery issue. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this is the second occurrence of off no power without a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.